Manufacturer narrative:
(B)(4). Date sent: 12/21/2023. D4: batch # 423c46. Investigation summary: the reported condition was that the device fired continuously after the firing button was pressed. The battery was removed in order to stop the device. Complete analysis was performed at the independencia pi lab. During the inspection at the independencia pi lab, the device was found to continuously activate, and it was sent to cincinnati for further engineering analysis. When the test battery was inserted at cincinnati, the device activated without depressing the trigger. The device did stop after one cycle, however, the green checkmark would not illuminate. Using a multimeter to test the circuit logic, the cause of the inadvertent activation was confirmed to be an intermittent open fire switch (s1). This intermittent open fire switch was most likely due to fluid ingress post-procedure and was not seen during the use of the device with the customer. After multiple firings, the reported event of continuous fire was able to be reproduced at cincinnati. A review of the main led board found a probable intermittent d4 component. The cause of the failure is likely attributed to a poor d4 connection, due to damage caused by the wire harness assembly supplier (flextronics), or an upstream sub-tier supplier. The d4 diode was found to be bent/shifted underneath the conformal coating. There was no damage to the conformal coating, indicating the damage occurred during or prior to the conformal coating operation at flextronics. In addition, the d4 diode functionality was found to be intermittent. The diode and device would function as intended when pressure was applied to the wha or bulkhead. This intermittent connection may have allowed the wha and device to pass inspections at flextronics and jabil, but then fail in the field. The specific cause of failure and damage is currently under investigation at the supplier. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the probable intermittent d4 component, the continuous firing issue reported is confirmed. Additionally, one photo was provided of the device from the top view. A manufacturing record evaluation was performed for the finished device batch number 423c46, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 10/23/2023.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the firing continuously occurred after the firing button was pressed. The firing stopped when the battery was removed. The green check mark was illuminated. The washer was cut. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/20/2023 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information received: the device was used on the rectum anastomosis. The device was not replaced. The device was used as is to complete the case. There was no problem in how the surgeon was used the device nor removing the device. The patient is stable after the procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.